Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, d5, e2, e3, h6 a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 24-apr-2022 to 23- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device showed database error. A technical support specialist followed ka000017503, uninstalled kb5033688 and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a database error message, preventing user log into the station. No patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a database error message, preventing user log into the station. No patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device showing database error. Uninstalling operating system patch and rebooted station resolves database recovery pending issue. The system was functional as intended.